Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor turns on but there is no sound. The device was not in use on a patient at the time of event.